Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the pancreas during an eus cyst gastrostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician was looking for a place in the stomach to deploy the axios stent. The physician did not like the angle he was at with the scope, so he decided to remove the device to reposition. While removing the device from the scope, it was noted that the white tip of the delivery system had detached. They looked around inside the patient, but the detached tip was not located. The procedure was then rescheduled because the hospital did not have another axios stent and delivery system available. The procedure was completed successfully the following day. There were no patient complications as a result of this event. The patient¿s condition was reported to be stable.